Event description:
It was reported that the right ventricular lead had high thresholds. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. High right and left ventricular output caused premature battery depletion in the device. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. The device met expected longevity.